Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be duplicated. The expulsor was found to be the cause of the complaint and will be replaced to bring the pump's delivery accuracy back to manufacturing specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, failed accuracy +6.9% (while testing). No patient involvement.